Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.

Event description:
The caller reported that his customer had a tracheostomy tube that came apart in the patient. The break occurred when the flange meets the outer cannula, and it was the outer cannula that was broken.